Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons are hard to press. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with no up arrow button response due to an unlocked lcd keypad connector. The pump passed the displacement and basic occlusion tests. However, unable to perform the occlusion, prime or excessive no delivery alarm tests due to no up arrow button response. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window.